Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device had overheating and not working. There was no patient impact.

Manufacturer narrative:
B5: new information updated. H3: the reason for return has not been confirmed. A functional inspection test was performed at 80000rpm. After 20 minutes the temperature was 113f at the nose, 107f in the middle and 112f in the rear. This is well within specs. The visao runs smoothly and the bur can be inserted, locked and unlocked without issue. The laser markings are faded. H6: codes updated. Previous applied fdm b17, fdr c20, fdc d16, img g04063 codes are not applicable. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received: event occurred during setup and intra-op. Overheating was notified more than a minute. Irrigation was used.